Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient presented in the emergency department (ed) due to weakness, low heart rate and gi bleed. A remote monitoring report was submitted for diagnostic interpretation and right ventricular (rv) lead undersensing and oversensing, a lead polarity switch due to high impedance, and potential loss of capture were discovered. Undersensing was also noted on the patients right atrial (ra) lead. Follow-up with the patients clinic revealed the patient was seen in office on (B)(6) 2014 and the patients leads and device were functioning normal with in-office testing and no programming changes were made. The physician is aware of the remote monitoring report and the patient will continue to be monitored regularly. The leads and device remain in use. No patient complications have been reported as a result of this event.